Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump wake button was difficult to press. Tandem technical support assisted the customer with clearing the alarm. Customer pressed the wake button with more pressure and pump screen turned on. Customer's blood glucose was approximately 150 mg/dl.